Event description:
It was reported "during the second insertion, it was found that the swg was knotted and could not be inserted. Therefore, the third set was replaced and the insertion was successfully completed." No medical intervention required. Patient's current condition is reported as "fine". Associated MDR number includes 3006425876-2024-00369.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use were observed inside the guide wire tubing. Visual analysis revealed that the guide wire contained two kinks/bends towards the distal end. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks/bends on the guide wire measured approximately 445mm and 590mm from the proximal end. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.799mm, which is within the specification limits of 0.788m-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned catheter. All functional sections of the guide wire passed with little to no difficulty; however, minor resistance was encountered at the location of the kinking on the guide wire. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a damaged guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. This kinking created minor resistance when passing through the catheter body. Despite the damage, the guide wire met all relevant dimensional requirements , and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the second insertion, it was found that the swg was knotted and could not be inserted. Therefore, the third set was replaced and the insertion was successfully completed." No medical intervention required. Patient's current condition is reported as "fine". Associated MDR number includes 3006425876-2024-00369.